Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated a loss of communication error message. The ventilator was not in use on a patient at the time the event occurred.